Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the senior mechanical engineer that the patient was in for a routine clinic check when the team noticed an air leak in the velour covered pneumatic line at the base of the pump. The leaking air could be heard, but there appeared to be no effect on pump function. The patient continued to receive good pump output with full fill and empty. As a way of reinforcing the area, the tubing and titanium base of the pump were wrapped with tape and then covered with rigid tubing. This, however, failed to seal the air leak completely and a decision was made to wean the patient and the pump was explanted approximately one week later.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.